Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the post of the patient?s tibial hinge component broke. The patient?s original surgery date was 15+ years ago. During the revision surgery, the following eleos implants were placed: distal femur axial pin, tibial poly spacer, and tibial hinge component.